Event description:
The micro drill medium straight attachment overheated while being tested by the field service tech during a routine service maintenance visit. There was no pt involvement and no adverse consequences were reported.

Manufacturer narrative:
The device was received, and quality evaluation is pending. Therefore, a follow-up report will be submitted upon its completion.